Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Failure to advance: the cause of the delivery issue was determined to be patient condition related to patient anatomy, vessel tortuosity. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella 5.5 could not be completed due to patient anatomy. A buddy wire was used without success. The patient was implanted with an intra aortic balloon pump instead. No patient harm was reported.